Event description:
It was reported that a downstream occlusion alarm on the drug pump occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. Approximately 14 hours into the procedure, a downstream occlusion alarm occurred to the drug pump. At this time, the line was aspirated then attempted to flush with a 1 millimeter syringe, but was unsuccessful. Then, a 3 milliliter syringe was selected and another attempt was made to flush the line. This was also unsuccessful. The console was turned off at this time and the procedure was discontinued. No patient consequences were reported.